Event description:
It was reported that the customer was unable to fill the tube of the insulin pump, and there was an absence of a no delivery alarm. Customer's blood glucose level at the time 191mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.